Manufacturer narrative:
The thermage tip was not returned for evaluation. The evaluation of the thermage system logs has been completed. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs indicates there is a potential issue with the handpiece. The review of the system/data logs does not indicate any system issue present. The customer declined to return the treatment tip for further investigation.

Event description:
The user facility reported while performing thermage treatment the patient sustained a burn with blisters on the right side check. The repetition number was not recorded; however, the highest energy level used was 2.5 ~ 3. Additional information: patient was treated with artificial leather and biomycin ointment. Biomycin ointment was applied at home.

Manufacturer narrative:
Service confirmed the reported errors occurred during treatment. One thermistor data appeared hotter than other three. It started about the same and increased during rep. From rep 190th to 242nd and from rep 532nd to 582nd cryogen stopped flowing to the tt. From rep 582 to finished the tm1 and tm4 appeared to be the hottest and tm2 and tm3 appeared to be the coldest. This might be user error for not holding the handpiece perpendicularly to the treated area. According to thermage cpt system technical user¿s manual (p009240-04 rev. A) burns, blisters, scabbing, scarring, and redness are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. The customer reported over-temp errors e138 and e310 occurred during treatment. Service confirmed the reported errors occurred during the treatment. Product support requested treatment tip but was not available for return and thus could not be evaluated. Customer has declined returning handpiece for evaluation as well. It is unknown if the excessive heat, burning, the patients skin was due to damage to the treatment tip, handpiece, or operator technique issues. Based on the available information, no causal factors can be determined and no conclusion can be drawn. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Trending will be performed to monitor this issue.